Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The device was not returned for evaluation as it was discarded by the site. As the delivery system was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training / IFU for the commander delivery system, manufacturing mitigation's, fmea assessment, and root cause. No photographs, videos, or imagery of the delivery system or procedure was provided. However, the associated shaft was returned and is captured under the related complaint reported under related MDR 2015691-2017-03777. The associated sheath was returned and visual inspection revealed liner delamination at the distal portion of the sheath shaft which indicates difficulty of withdrawal of the delivery system. Further evaluation of the sheath will be documented in related MDR 2015691-2017-03777. Since the work order was not provided, a DHR review was unable to be performed. Since the work order was not provided, a lot history review was unable to be performed. A review of the complaint history from october 2016 to sept 2017 revealed returned complaints for the edwards commander delivery system (9610tf and 9600lds, all sizes) for ¿delivery system ¿ withdrawal difficulty¿. A review of the complaint history reveals that the occurrence rates did not exceed the september 2017 control limits for the trend category of ¿withdrawal difficulty¿ for the commander delivery system. Complaint history review from october 2016 to september 2017 for the edwards commander delivery system (all models and sizes) revealed additional device return complaints for ¿balloon ¿ leakage¿. A review of the complaint history reveals that the occurrence rates do not exceed the september 2017 control limits for this trend category (¿leakage¿). No IFU/training deficiencies were identified. Although the work order was not provided, manufacturing mitigation's exist to detect and inspect for issues related to the reported event. The latest version of the procedures will be used for reference. During manufacturing of the crimp balloon, the crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID and wall thickness. The balloon is 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. During manufacturing, the inflation balloon was inspected balloon dimensional inspection. The crimp balloon to inflation balloon bond is visually inspected for a smooth bond joint with no gaps between components, bubbles, and burns. During final inspection, the entire device was 100% visually inspected. During manufacturing, the commander delivery system was 100% air pressure leak tested and post balloon catheter leak test inspection is performed. In addition, during product verification (pv) testing on a sampling basis, five (5) devices were visually inspected for kinks, cracks, and loose or missing components. Also, as a part of pv testing, balloon burst pressure testing, inflation balloon to crimp balloon strength, and system retrieval force testing were performed on finished devices for the applicable work order. The lot cannot be released if any samples fail pv testing. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed based on the return condition of the associated sheath. The sheath was returned with liner delamination at the distal portion of the shaft which indicates difficulty in delivery system withdrawal. However, no delivery system manufacturing non-conformance were identified. The investigation indicated that patient and/or procedural factors most likely contributed to the withdrawal difficulty. Possible factors that could have contributed to the complaint event are patient vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved and residual fluid in the balloon. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint for ¿balloon - leakage¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined and the location of the leak was not known. However, a review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Based on the complaint description, procedural factors most likely contributed to the reported event as the balloon became damaged from the attempt to withdraw the delivery system after inflation. The handling and manipulation of the device during the difficulty of withdrawal most likely led to this reported complaint. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the respective trend categories are within complaint trending limits, a pra is not required. The complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed based on the condition of the returned associated sheath. However, no manufacturing non-conformities were identified during the investigation as the delivery system was not returned. Available information suggests that procedural factors may have contributed to the event. Furthermore, the excessive force used during the difficult withdrawal of the delivery system under the above described circumstances likely caused the balloon to break requiring surgical removal of the balloon. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint for ¿balloon - leakage¿ was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified, therefore no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after a good implantation of a 26 mm sapien 3 valve by tf approach, it was not possible to withdraw the balloon into the sheath. Vascular complication occurred.

Manufacturer narrative:
Device was not returned.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after a good implantation of a 26 mm sapien 3 valve by tf approach in aortic position, it was not possible to withdraw the commander balloon back into the esheath. The balloon was not coaxial and was out of the e-sheath liner. The delivery system and balloon were removed together as a unit but the balloon broke and got stuck at the femoral artery (no pieces embolized). Vascular surgery was performed in order to remove the balloon that was causing left leg ischemia.